Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that pacemaker exhibited premature discharge of battery. The pacemaker was explanted and replaced with new device. There were no patient consequences and patient was discharged.

Manufacturer narrative:
Correction: b5: alleged issue corrected from premature battery depletion to overestimation. H6: code corrected to incorrect measurement.

Event description:
I was noted that the pacemaker exhibited incorrect measurement and showed battery overestimation.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was in normal range of operation level upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.